Event description:
Contact reportes that three attempts were made to implant the charite artificial disc at l5,l6. Contact reported that the difficulty was due to the pt anatomy. During the release of the annulus a bone bridge or osteophyte was encountered. During the loosening of the bone bridge there was a slight csf leak, which was resolved. On third attempt, doctor was satisfied with the results and closed the pt. Prior to release (7 days post-op) x ray revealed that the disc had migrated. Disc was removed and the pt fused.